Manufacturer narrative:
D.4. Other lot number includes 4025107 and other expiration date includes 2028-12-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-01-25.

Event description:
It was reported that the bd syringe 10ml ll bns stoppers were defective/damaged. The following information was provided by the initial reporter translated from spanish to english: on 16/may/2024, during incoming inspection was found p1335-04 with the rubber out of position. The affected quantity is (B)(4) pieces of lot 4025107, I comment that on the lot 4039598 only one piece was found with the defect, and this was sent to production due to the low percentage of rejection, however potentially this lot may also have problems and therefore was added to scar. 22may2024.

Manufacturer narrative:
One photo of 10ml luer-lok syringes (p/n ¿ (B)(6)) was received and evaluated. The photo shows four loose syringes with the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4025107 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 4039598 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.